Event description:
Caller reported a minimum fill notification and was attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer initially followed instructions to clean the pneumatic tap area on the pump, but reloading the same cartridge did not resolve the issue. Technical support then guided the caller to fill and load a new cartridge using the proper technique, which successfully resolved the issue, allowing the customer to resume insulin delivery.